Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the drain from pack broke and snapped into two pieces but was not used on the patient.

Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. A used sample was returned for investigation. Visual and microscopic inspection was conducted and showed evidence of breakage located in the perforated area of the drain. An unused sample was also received for investigation. The unused drain sample underwent visual and microscopic inspection and no evidence of breakage was observed. Pull testing was conducted on all drains and passed within specification. A root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.